Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the inside of a 5 ml bd luer-lok¿ syringe sterile, before use. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation: two loose 5ml assembled syringes with one open blister pack were received by bd canaan and confirmed to be from batch #7122567 (p/n 309646). The samples were visually evaluated. The syringes have excessive silicone presence in the fluid path ¿ pooling of silicone is clearly visible. DHR review for batch 7122567 (p/n 309646): manufacturing dates: 5/17/17 ¿ 5/20/17. All visual inspections were performed as per requirement. A quality notification was issued for silicone issues during the manufacture of this batch. Adjustments were made, including a silicone gun replacement before production resumed. Batch 7122567 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. However in this case, there is an unusual aggregation of silicone on the stopper or on the barrel roof area which created the noticeable appearance. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause: (1) malfunctioning silicone gun. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.